Manufacturer narrative:
The provided pre-op topographies depict corneal astigmatism. No further assessment can be performed, the post-op topographies were not provided. The system history shows that the laser was verified successfully prior to and after the date of treatment. Log file review was not performed, because no log file for day of treatment is available. The root cause cannot be determined conclusively, because the log file and the post-op topography is available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with difficulty driving at night due to blurred vision in the right eye approximately nine months post lasik. The patient has monovision and the right eye was treated for near. The patient is not having difficulty with reading. The patient was noted to have astigmatism in the right eye. Additional information received states that the patient's vision issue is due to astigmatism not a patient adaptation issue.